Manufacturer narrative:
Investigation summary: DHR summary: defect: plunger rod damaged, cat. #: 328466, batch#: 6291773, product description: syringe 0.5ml 30ga 1/2in uf 10bag 500cs, date(s) of packaging: 02jan2017 to 05jan2017, packaged on: (B)(4). Device history record review ¿ a review of the device history record was completed for batch# 6291768. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly ¿ there was one (1) batch of material# 700005657 (syringe 0.5ml asm 30ga 1/2in tw sm700178 sc) that went into the finished batch# 6291773. Batch#: 6342956 date(s) of manufacture: 23dec2016 to 05jan2017, machine(s) manufactured on: (B)(4). There were zero (0) defects noted during production of this batch. There were two (2) notifications [(B)(4)] for unrelated incidents during production of this batch. Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: occurrence: a complaint history check was performed and this is the 2nd related complaint reported for the defect/condition on lot number 6291773. Investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that the plunger detached. The syringe was returned with the stopper separated from the plunger rod. Level a event no DHR or qn review is required. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root cause: insufficient silicone in the barrel. Based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that plunger detached and broke away on a bd insulin syringe with the bd ultra-fine¿ needle 0.5ml 31gx5/16 (8mm) during use. No injury or medical interventions were reported.